Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they thought the device was malfunctioning because it felt like something was hot in the area of the implant. They turned the therapy off, but it was still feeling hot. The caller reported that it was like when you are sitting on a heated car seat. The caller had not had any falls or trauma. The issue was not resolved through troubleshooting. The agent reviewed the manufacturer role. The patient was redirected to their healthcare provider (hcp) to further address the issue.  The call was disconnected. The agent called the caller back. The agent asked the caller if the skin felt warm when they touched it and they indicated that it did not feel warm to the touch. Redirected to hcp.